Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old caucasian female patient underwent a primary breast augmentation surgery with a 200cc smooth round moderate profile saline breast implant. Post-operatively, the patient experienced a deflation on the left side, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with an unspecified saline breast implant on (B)(6) 2022. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On december 22, 2022, mentor received the device for evaluation and additional information regarding the patient's explant procedure. Mentor became aware that the patient underwent removal on (B)(6) 2022. On december 28, 2022 mentor completed a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant had a tear (a) on the anterior view extended to the posterior view, measuring approximately 7.2 cm. Additionally, a tear (b) was observed at the union between the shell and the valve system on the anterior view. Microscopic examination was performed on the edges of the tear (a) and tear (b), and parallel striations were found in an area of the tear (a) on the anterior aspect, measuring approximately 0.5 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear (a) and tear (b) could not be identified, therefore, a thickness measurement was conducted on the shell at the tear (b), and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the tear (b), the instructions for use contain the following caution: according with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Manufacturer's reference number: (B)(4).